Event description:
It was reported that a patient underwent a cardiovascular procedure in 2023 and suture was used. During the procedure, it was reported that the doctor stated that he feels that over the past year his prolene suture hasn¿t had the integrity that he normally anticipates. He said that just past the swage of the needle they see fraying of the suture at times. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: did any patient had any signs or consequences due to this issue? Please provide more information: no patient consequences were brought forward. What is the total number of products involved in this event? Doctor counldn't say for certain. Did the event occur during one or multiple patient procedures? Doctor said it occured with more than one patient. What is the total number of procedures? Doctor couldn't say for certain. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). Not to my knowledge. If this event occurred in multiple procedures, please provide the following information for each patient event. Doctor did not have specific patients or specific dates/cases. Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to (B)(6). (B)(6).